Event description:
The customer contact reported a leak; subsequently blood loss was noted. The tubing set was being used to deliver normal saline. The customer contact reported that "30 seconds after connecting the IV set to the peripheral IV access of the patient" leakage was noted from an unspecified location; however, three possible sites were identified. The three possible sites reported were at the connections of the tubing, and the y-sites, and at the connection of the tubing and drip chamber. An unspecified amount of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.